Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the main cart on this unit is intermittently powering down. They noted that this happens both while the system is plugged into wall power and when unplugged. They further reported that the camera cart will stay on. In the self test tool the battery shows full and charging and the ups shows on line. No patient present.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h2, h3, h6: a medtronic representative visited the site to evaluate the equipment. The ups and battery were replaced. Codes b01, c02, and d02 are applicable. The returned battery was analyzed. It was tested (52.5v.) With the accompanying ups for a 24hr. Period and ups did shut down due to battery over heating. Ups was then tested with a known good battery and performed as normal. Codes b01, c02, and d02 are applicable to the battery's analysis. The returned ups was analyzed. It was tested with the accompanying battery for a 24hr. Period and did shut down due to battery over heating. The ups was then tested with a known good battery and performed as normal. The ups was unplugged from main power and continued to run under battery power for the set 11.5 minutes with no issues. Codes b01, c19, and d14 are applicable to the ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.